Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the centrifugal pump leaked prime fluid. The unite was changed out, and the second pump also leaked. No patient involvement as this occurred during prime. Product was changed out. Surgery was complete successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation. (B)(4).